Event description:
Guidant became aware of the following event: "...using a three-step automated system, as the first step was completed, the authorized user intervened and repositioned the system markers to intentionally deliver an additional dose to a portion of the lesion being treated. The calculated delivered dose was 24.6 gray, 23 percent greater than the original treatment prescription of 20 gray..." Guidant followed up with the site after becoming aware of this event. It was reported that the site started to treat the patient for approximately 40 seconds at the first treatment position before deciding to interrupt the treatment and reposition the catheter to better cover the lesion. During this time, the decision was made to also reduce the rld from 3.2 to 3.0. User then performed a full treatment in the new catheter position, which resulted in one segment receiving an extra 40 seconds of dose.